Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.